Manufacturer narrative:
Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8560401) became impeded in proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31211761) and could not advance any more. The physician retracted the stent and delivered it again. After serval attempts, the stent was still impeded in the proximal of the microcatheter (mc). The stent was half released in the microcatheter automatically during its retract. The stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter and stent from patient and switched new devices to complete the surgery. The surgery was prolonged about 10 minutes. Additional event information received on 05-jul-2024 indicated that the microcatheter did not kink or bent. The 10 minutes of surgery being delayed was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, b5, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8560401) became impeded in proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31211761) and could not advance any more. The physician retracted the stent and delivered it again. After serval attempts, the stent was still impeded in the proximal of the microcatheter (mc). The stent was half released in the microcatheter automatically during its retract. The stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter and stent from patient and switched new devices to complete the surgery. The surgery was prolonged about 10 minutes. Additional event information received on 05-jul-2024 indicated that the microcatheter did not kink or bent. The 10 minutes of surgery being delayed was not clinically significant. A non-sterile EU 4.5x22mm stent 12 mm dw tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the detached stent was returned inside the luer hub of the concomitant microcatheter. The delivery wire and introducer were not returned for evaluation. Dried blood residues were found inside the luer hub of the concomitant microcatheter. The stent was retrieved from the microcatheter and inspected under magnification. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent becoming impeded in the proximal end of the microcatheter could not be evaluated due to the detached condition of the stent and lack of components returned. The stent must be inside the introducer and attached to the delivery wire in order to perform a functional analysis. However, the issue reported regarding the stent being prematurely separated from the delivery wire was confirmed since the stent was found detached inside the microcatheter's hub. This condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. However, with the amount of information available this only remains speculative. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.